Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported error code e226 could not be reproduced or confirmed; therefore, a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center exhibited e226 scope communication error when used with multiple scopes. The issue occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.